Event description:
Customer claimed that they had over-cooked, destroyed biopsies - poor nuclear detail - not able to be diagnosed by pathologist and that 12 pts would need to undergo another biopsy procedure.

Manufacturer narrative:
Method code - other: protocols used by customer were reviewed and checked by the initial distributor and found to have elevated temp on the xylene steps (65 degrees). The repair/service tech reset protocols to recommended settings on 02/19/2008 and corrected reported problem. It was further noted that upon review of training records of the lab personnel, that two add'l people (add'l to training provided at installation) were trained in oct and nov of 2007. Conclusion: with the available data it appears the unit performed to specification and that the reported events are likely to be due to inadequate users understanding of instrument operation.